Event description:
It is reported that the pt underwent synovial biopsy of the right knee after surgery due to pain and swelling. Elevated esr, crp but negative aspiration. The pt experienced profound drop foot after surgery. An emg was done on the peroneal nerve.

Manufacturer narrative:
This report will be amended when our investigation is complete.